Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer changed the infusion set site and the occlusion was resolved. The customer's blood glucose (bg) level was as high as 600 mg/dl. During one occlusion, the customer's ketone level was described as being dangerous by a healthcare provider. The date and ketone level could not be recalled. Insulin injections were administered to address the high bg level. The ketones were resolved with the insulin injections and drinking water. The customer did not require any intervention due to the ketones. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.